Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, the valve was deployed in the recommended landing zone. A kink at the strut 4/5 junction was observed at the valve housing upon deployment. To resolve the kink, a post dilation was successfully performed using a 24 millimeter (mm) non-medtronic balloon. There was no hemodynamic check completed prior to the balloon assist. Of note, there was no distinct anatomical factor that caused the kink. There was a narrowing in the systole, but not in diastole. In other patients with the same characteristics, the kink did not occur. The physician did not give areason for the kink other than "this can happen". No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.